Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer. Other relevant device(s) are: product ID: 97745, serial/lot #:(B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the controller was not working because the button on the top was broken. It would not cut the ins on or off. It sounded like something was rattling in it. The patient had to turn stim all the way down to turn it off and he couldn't sleep in bed because the stimulation "bangs" him. The controller was misplaced and the patient could not find it. No further complications were reported.